Event description:
A nurse reported that a haptic broke after insertion. The intraocular lens (iol) was removed and another iol was used. The incision was enlarged and there was a loss of vitreous fluid.